Manufacturer narrative:
Visual, dimensional and functional analysis was performed on the return device. The reported stent damage was confirmed. The failure to advance and difficulty removing could not be tested as it was based on the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to case circumstances. The failure to advance was likely due to interaction with the anatomy. Additionally, during withdrawal, the proximal stent struts likely interacted with the distal end of the introducer sheath causing the struts to flare resulting in resistance with the sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported the procedure was to treat a severely tortuous and mildly calcified lesion in the iliac artery. The 7.0x29mm omnilink elite stent delivery system (sds) was advanced however failed to cross the lesion. During retraction, the stent struts became flared and interacted with the 6fr sheath, causing resistance. The sds was able to be retracted into the sheath and removed from the anatomy. An absolute pro stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.